Event description:
It was reported that during surgery, the screw broke. It was also reported that there was no adverse consequence and another screw was used to complete the surgery.

Manufacturer narrative:
Additional info will be provided, once investigation is completed.